Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced an accumulation of cerebrospinal fluid (csf) and head enlargement. There was no csf drainage with the device. The device was replaced with a new one and the patient¿s status was listed as no injury.